Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
When engaging the safety mechanism of the suspect device and trying to lock the needle in place, it fell off along with the plastic cover. The nurse went to pick up the needle and sustained a contaminated needle stick. Post exposure lab work was done.

Manufacturer narrative:
It was previously reported that a sample is not available for evaluation, a device history record could not be reviewed because a lot # was not provided, and an absolute root cause for this incident could not be determined. However, as part of a no sample investigation completed on (B)(6) 2016, it was indicated that even though the lot number is unknown for this complaint, the reported issue was previously investigated under CAPA (B)(4) and is currently in the implementation stage.